Manufacturer narrative:
(B)(4).

Event description:
He product was evaluated. An external visual inspection was performed and failed due to usb connector was damaged/ defective. Receiver charged and will boot was performed and failed. Receiver download was performed and no/ unable. Receiver functional test was performed and no/ unable. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.